Manufacturer narrative:
(B)(4). Should have been selected in the initial medwatch report.

Manufacturer narrative:
Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. Fa installed the gde in a known good avea unit and was able to duplicate the reported complaint of no audible alarms. The gde assembly was scrapped. Field service (fs) was on site (B)(6) 2016. Fs opened the user interface module and created drs, replaced the control pcba, converted the uim and refurbished. Fs completed a software download. Unit passed testing. Unit passed barometric calibration. Unit passed pre-testing. Failure analysis (fa) lab received an avea user interface module (uim). Fa was immediately able to duplicate the reported issue when powering the uim on in service mode and looked at the error log; there was an invalid pbaro error. Fa then applied pressure per test procedure, the a/d count remained at 4095. Fa applied both 8 psi and 15 psi, but there was no change to the a/d. The issue was due to a barometric pressure transducer fault.

Event description:
The customer reported that while on a patient, the device did not audibly alarm during an alarm condition. The device did visually alarm.

Manufacturer narrative:
Carefusion has requested additional info via email from the user facility on the reported event and the status of the patient. As of (B)(6) 2015, there has been no add'l info provided by the user facility pertaining to that request. (B)(4). The carefusion tech support spec. Advised the user facility to remove the device from the patient & send it to their biomed to be evaluated.